Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and cardiac tamponade remain unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a paroxysmal atrial fibrillation procedure, a steam pop and cardiac tamponade occurred which required a thoracotomy to stabilize the patient. Following pulmonary vein (pv) isolation, slow pathway ablation was performed due to the atrioventricular nodal reentrant tachycardia. After programmed electrical stimulation was performed, an atrial flutter occurred. Therefore, cti was performed and a steam pop occurred near the inferior vena cave (power 38w, temperature 43). While checking for the pv, the patient's condition deteriorated and progressed from st elevation to ventricular tachycardia. An echography revealed a cardiac tamponade which required a thoracotomy. The procedure was completed without replacing the catheter.